Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. It was unknown if the patient required hospitalization. The cause of the peritonitis was unknown. On an unreported date, the patient began remedial therapy with vancomycin (2gm, stat, route not reported), meropenum (250 mg, frequency and route not reported) and tobramycin (20 mg, "each/exchange", route not reported). It was not reported if dianeal pd2 ultrabag therapy was ongoing. It was unknown if the event of peritonitis had resolved. Concomitant medications were not reported. The nurse did not provide an assessment of causality for the event of peritonitis.